Event description:
Report was rec'd from baxter stating that the infusion was 18 hours earlier than expected time. Device contained doxorubicin, vincristine and normal saline for a total fill volume of 48ml. No pt injuries or medical interventions were reported to have occurred due to this event.